Event description:
A malfunction was reported on the pump after it had been dropped over the past year and a few months. The customer's blood glucose level did not exceed 500 mg/dl. Customer support provided information to reset the pump, assisted with the reset, and confirmed that the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue arises again.